Event description:
It was reported that the gastrointestinal videoscope does not communicate with the processor and displays error e217. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the light guide lens. Based on the results of the investigation, it is likely the following led to the communication error malfunction: the error 217 displayed because the scope ID unit needed to be reset. Additionally there was no root cause for the foreign material in the light guide lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.